Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags, this situation occurred during fill with a fill volume of 82ml and a last fill volume of 2000ml. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated the heater bag disconnected from the heater line. The tsr then assisted the cg to cycle power, end the therapy and start over with all new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the cg on (B)(6) 2012. The cg stated the issue with the bag becoming disconnected was the hp did not connect the lines properly. The patient only pushed and did not push and turn the luer connection together. The cg stated the patient knows she made a mistake and has been corrected in proper connection technique. Therapy has been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause use error. The label review found the labeling adequate for the use error in this complaint.